Event description:
It was reported that an automated impella controller (aic) had a system self check failure error. This issue occurred during preparation for impella support. No patient or pump information was provided.

Manufacturer narrative:
The investigation for the reported system self check failure has been completed. Data analysis of the console logs confirm the customer's complaint and the failure mode was reproduced during testing of the customer's console. The root cause of the system self check failure was determined to be printed circuit board module corrosion due to leakage of the electrolyte from the battery failure alarm super caps.